Event description:
During a percutaneous transluminal angioplasty (pta) target lesion unk, the slalom balloon was inflated at the lesion a few times and at the end, the physician applied 18 atms of pressure to the balloon knowingly exceeding the rated burst pressure of 14atm, and the balloon subsequently ruptured. While retrieving the product, resistance was encountered withdrawing the product into the sheath introducer (5f, MFR unk). An angiography revealed that fragments of the balloon tip separated and remained inside the pt. There is no info on vessel characteristics or the pt. The pt was moved to another hospital to receive further treatment. It is unk whether intervention was performed. The product will be returned for analysis.

Manufacturer narrative:
This product is available for analysis. Add'l info will be provided within 30 days of receipt.